Manufacturer narrative:
The k electrode lot number and expiration date were not provided. The customer cleaned the ise module and performed reagent primes, an ise check, and qc testing. The ise check and qc results were acceptable. The customer repeated 84 patient samples that were run before and after this particular patient sample and all results were reproducible. The issue occurred with only 1 patient sample. Based on the information provided, the investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for potassium (k) on a cobas 8000 ise 1800 module. The initial result was 4.36 mmol/l. The sample was repeated on a different module with a result of 3.71 mmol/l. The sample was repeated on the ise module in question with a result of 3.75 mmol/l. The repeat results were believed to be correct.